Manufacturer narrative:
During the subsequent site visit by the field service engineer (fse) the analyzer was inspected, and part replacement was performed. A review of the analyzer service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results after the parts were replaced by the fse. A review of the clinical chemistry systems tracking and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect (B)(4).

Event description:
The customer reported a falsely elevated magnesium (mg) result generated on the architect c16000 on one patient. Results provided: (B)(6) = 6.4 / 2.1 mg/dl. Normal range: 1.6 to 2.6 mg/dl. No impact to patient management was reported.